Event description:
Additional information received reported that the patient received assistance from the doctor of manufacturing representative and the concerns were resolved. It was noted that the patient had appointments on (B)(6) 2013. It was unclear which day was correct.

Event description:
It was reported that patient healthcare provider (hcp) moved out of the country and she has not seen a new hcp. It was indicated that patient noticed device was turned off today, the day of the report. Patient was unsure if it was due to being too close to some magnets or the refrigerator .it was added that patient used the programmer to turn the device back on. It was noted that patient was having trouble sleeping. It was later reported that patient next appointment was going to be in (B)(6) 2013 and is requesting for patient manual which was not received. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010: product type implantable neurostimulator; product ID 3389s-40, lot# v565856, implanted: (B)(6) 2010: product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010: product type extension; product ID 3389s-40, lot# v561214, implanted: (B)(6) 2010: product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010: product type extension.(B)(4).